Manufacturer narrative:
A submitted photo of the reported driveline revealed damage to the reinforcing sleeve, bionate, and shielding. This damage also compromised the black and brown wires. The patient had reportedly damaged their driveline and the area of compromise is consistent with the damaged area in the submitted photo. An electrical continuity test of the returned portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Disruptions in the insulation of yellow, green, and orange wires approximately 15 inches from the metal/controller connector. The conductors of these wires were exposed. The disruptions of the yellow, green, and orange wires appeared to be the result of mechanical damage. The disruptions in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The reported alarms also could have resulted from a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries or the ungrounded patient cable. A review of device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 2 months post-implant, it was reported that the patient damaged his driveline. It was also reported that red heart and low flow alarms occurred. The patient was supported on battery power until approximately 2 days later, when the manufacturer¿s technical services representative replaced the external portion of the driveline.

Manufacturer narrative:
Approximate age of the device is 1 year and 2 months. The device remains implanted and in use by the patient. The event occurred at (B)(6). The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.